Manufacturer narrative:
E1 - full initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a sandstorm occur in the image. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image occurred and an e218 scope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise image occurred due to corrosion on scope connector. Additionally, the most probable cause for e218 (scope communication error) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.